Manufacturer narrative:
Calibration performed on (B)(6) 2022 showed acceptable calibration signals for calibrator 1 but signals below expectations for calibrator 2. No quality control results prior to the event provided. Quality control recovery for level 1 after the event was within ranges. The investigation determined that the used tube is not suitable for in vitro diagnostics (ivd) samples of adequate quality and the serum coagulation and centrifugation time seems to be too short. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytical sample handling. Medwatch fields a2 and a3 have been updated.

Manufacturer narrative:
Medwatch field g3: date received by mfg on medwatch 1823260-2023-00168 should have been 30-dec-2022.

Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas e411 disk analyzer. The initial result was 7.16 miu/ml with a data flag. The repeat results were 0.100 miu/ml with a data flag twice. The questionable result was not reported outside of the laboratory. The reagent lot number was 64377001 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The investigation is ongoing.